Manufacturer narrative:
(B)(4). No complaint was received with return of device. Conclusion - failure event observed during analysis. Final analysis found that only the distal portion of the lead was returned. Insulation abrasions were noted at 1.4 cm to 2.8 cm, 16.7 cm to 17.6 cm and 27.4 cm to 27.6 cm from the distal tip. The abrasions were consistent with exposure to constant friction with another implantable device.

Event description:
This report is to advise of an event observed during analysis.